Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of a balloon burst. Imdrf impact code f05 is being used to capture the reportable event of rescheduled procedure.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used during a procedure performed on (B)(6) 2023. During the procedure, while the clinical staff were inflating the balloon with water, the tube connecting to the tip of the balloon burst. The surgeon used a laryngoscope to check if there were any residues left from the balloon in the patient's throat and checked for any damage to the throat or lungs. None were noted. The procedure was reported to be rescheduled due to this event. No patient complications have been reported as a result of the event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.